Event description:
The pt stated that since he started using his infusion sets, he noticed that the tubing is coming separated from the luer lock. He stated that sometimes it is a full separation and sometimes it is a partial separation. The pt blood glucose did elevate to 318 mg/dl. The pt had symptoms of feeling dizzy, faint and numbness in his legs. The pt will use insulin injections and change his infusion set and administer a bolus to get his blood glucose to come down. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.